Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Due to privacy laws, customer information may not be available on international complaints.

Event description:
The customer reported hospitalization due to multiple sclerosis and hyperglycemia. The customer wore the insulin pump throughout the hospitalization. The customer's blood glucose value was 600 mg/dl at the time of the hospitalization and 349 mg/dl during the phone call with the helpline. The customer treated the current high blood glucose value with an injection. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer reported during troubleshooting that the insulin pump had alarmed aa-21. The customer was advised to call the helpline back to continue troubleshooting when a tubing clamp arrived. No further information was provided.